Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument black coating on the distal end was peeling off on both side of the tip of the instrument. There was no patient involvement. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 30-june-2022: there was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found that the primary finding of the damaged conductor wire insulation related to the customer reported complaint. The conductor wire insulation was damaged on the distal end, and the insulation did not exhibit thermal damage. The insulation is lifted in multiple places on both sides of the yaw pulley with no pieces missing. The conductor wire is slightly exposed, and some wires are physically damaged. The fenestrated bipolar forceps passed the electrical continuity test. The instrument was placed and driven on an in-house system where it released energy. There was no arcing observed after several attempts. The root cause of the damaged conductor wire insulation is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/ lot number k102203070118) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on 27-may-2022 via system sk4767. The alleged instrument had 12 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument black coating on the distal end was peeling off on both side of the tip of the instrument. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.